Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's safety part of the cannula "slipped very easily" during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer has an issue with the safety part of the cannula slipping very easily."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's safety part of the cannula "slipped very easily" during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer has an issue with the safety part of the cannula slipping very easily."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.